Manufacturer narrative:
The referenced device was returned for evaluation. The customer¿s reported issue was not confirmed. The guide wire tip did not fall off but was found torn at the guide wire insertion slot of the guide wire tip. The tear was a form of brittle fracture. No other abnormalities were noted. Based on the physical evaluation, it is possible that the tearing of the guide wire tip was caused by the following handling. 1) when inserting the tip through the guide wire, the tip was pushed forward with a large angle (not parallel) between the insertion port of the guide wire tip and the guide wire. 2) a load higher than the tolerable strength was applied to the guide wire tip, causing tearing. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus was informed that the customer single use mechanical lithotriptor v wire tip fell into an unspecified part of the patient¿s body. The practitioner completed the procedure by exchanging with another similar device. There was no death, injury or damage to the patient¿s health reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely cause of the guide wire tip tear might be the following reasons: 1) trying to insert the device into the endoscope while using the guide wire. 2) the device was excessively angulated while inserting the guide wire into the guide wire tip. 3) a load beyond the resistance strength was applied to the guide wire tip. That might have caused the guide wire tip to tear. The following is included in the instructions for use (IFU): "when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 21. This may damage the distal tip." Olympus will continue to monitor field performance for this device.